Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-50 (B)(4) model description:artisan 2x8 paddle lead (lim), 50 cm.

Event description:
A report was received that the patient was explanted due to the ipg rotating in the pocket causing difficult charging and discomfort. The patient was reportedly doing fine after the procedure.